Manufacturer narrative:
(B)(4) obstruction of left main coronary artery. Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and a copy of the operative report were received. It was also noted by the surgeon that there was no malfunction of the device. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, a response was received. Through the operative report of (B)(6) 2010, it was learned that the device was removed as there was "obstruction of left main coronary artery by initial bioprosthesis requiring return to bypass and explantation of bioprosthesis and new replacement with a lower profile mechanical prosthesis."